Event description:
(B)(6) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2011, the patient was referred for cardiac catheterization and the index procedure was performed. Target lesion #1 was a de-novo, bifurcated long lesion located in the proximal left anterior descending artery (lad) extending to mid lad with 80% stenosis and was 7mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with implantation of a 2.75 x 16mm taxus element stent however it was noted that there was a grade c vessel dissection in mid lad. A 2.50mm x 8mm promus element stent was then implanted at the distal end of the 2.75 x 16mm taxus element stent to treat the dissection. A kissing balloon technique was performed with 0% residual stenosis. Target lesion 2 was an in-stent restenosis of previously placed unknown bare metal stent located in the mid right coronary artery (rca) with 75% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct stent placement using a 3.50mm x 16mm promus element stent with 0% residual stenosis. Additionally, a non-target lesion located in the first diagonal artery was treated with balloon angioplasty. Two days post procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).